Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a "rapid gas loss" alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company service rep evaluated the iabp. He found the iabp to be functioning according to specifications. The reported alarms could be simulated by restricting the iab. This potential scenario was reviewed with the customer. (B)(4).